Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-1588rt acl tightrope rt white suture broke during tensioning. This was discovered during an aclr procedure on (B)(6) 2024. The case was completed by removing everything from inside the patient and using another ar-1588rt acl tightrope rt. The patient suffered no negative effects on or after the procedure.

Manufacturer narrative:
One unpackaged ar-1588rt acl tightrope rt was received for investigation. Visual evaluation noted the white suture was broken and the suture tails were frayed. The titanium button was visually evaluated under a magnifier and no sharp edges were observed. Functional testing was unable to be performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error due to excessive force used during suture tensioning. Refer to investigation photos. The complaint allegation is confirmed.